Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010 (weight and patient age is unknown; however over 18 years). According to the complainant, during the procedure, the basket became stuck upon capturing the stone and the tip could not be removed. The physician was able to remove the stone from the basket and removed the device from the endoscope. The procedure was completed with another device. (Manufacturer: olympus) . There were no patient complication reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) (tip did not detach). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual evaluation found the thumbring of the handle had been partially collapsed towards the handle body and had multiple sets of stress marks. The outer sheath was found to be pushed back from the distal end of the coil for a length of 1 millimeter. The coil appeared partially buckled near the distal end. A functional evaluation found that the basket could be extended and retracted with severe resistance being felt. The basket had to be pulled on to fully open the device due to the coil and sheath stretching with the basket assembly when the device was actuated. The basket wires were found to be deformed slightly. The basket tip was found to be attached to all four basket wires. The condition of the returned incident device was consistent with the complaint incident that the device tip did not detach. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010 (weight and patient age is unknown; however over 18 years). According to the complainant, during the procedure, the basket became stuck upon capturing the stone and the tip could not be removed. The physician was able to remove the stone from the basket and removed the device from the endoscope. The procedure was completed with another device. (Manufacturer: olympus) . There were no patient complication reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.